Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were trying to initiate therapy using the arctic sun device but were getting alert 01 (patient line open) and alert 02 (low flow). Currently flow rate (fr) was 2.9lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 83 percentage. Waited for a few minutes and flow remained good. Asked nurse to call back if alerts returned.

Event description:
It was reported that they were trying to initiate therapy using the arctic sun device but were getting alert 01 (patient line open) and alert 02 (low flow). Currently flow rate (fr) was 2.9lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 83 percentage. Waited for a few minutes and flow remained good. Asked nurse to call back if alerts returned. Per follow up information received via phone on 26dec2023, spoke with nurse who stated therapy completed without issue. Device remains in service without assessment.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.